Manufacturer narrative:
This is our final report on this incident. Our initial report was issued for the ih-card used for testing but since our investigation showed that the issue was caused by the instrument, this final report is submitted for the instrument.

Event description:
The customer reported discrepant results in blood grouping, affecting four patient samples. She reported false positive reactions in the anti-b well of ih-card abo/d(dvi-)+rev. A1, b when used on one of their ih-1000 instruments. The customer ran the samples on their other ih-1000 instrument (sn (B)(6)) and no discrepancies were observed. The customer returned a product sample for investigational testing and also three patient samples. First, our quality control laboratory visually inspected their retention sample of the supposedly defective lot and the complaint sample for intact sealing, homogeneous gel, correct filling height and splashes in the reaction chamber. All acceptance criteria were met. We did not observe any splashes in the reaction chamber. Then our quality control laboratory tested the complaint sample and the retention sample with different known donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction in the anti-b well. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Furthermore, our quality control laboratory tested the patient samples with the complaint sample and the retention sample on the ih-1000. Complaint sample and retention sample showed the same results: patient sample (B)(6) blood group o, reverse typing matched. Patient sample (B)(6), blood group a, reverse typing matched. Patient sample (B)(6), blood group a, reaction with ih-cell b false negative. Because of the false negative reaction of patient sample no.(B)(6) with ih-cell-b, it was tested with biotestcell a1&b in the tube test (immediate spin and 30 min at 2 to 8°c). Again, the reactions were negative. Due to the confirmed negative reactions with biotestcell a1&b, an issue with ih-cell a1&b was excluded and a sample related issue is highly suspected. The affected ih-1000 instrument was inspected by one of our field service engineers (fse) who initially did not find any mechanical problems. The trace files of the instrument were evaluatied and showed that all false positive results occurred with he blood group test performed with the left pepittor of the instrument. After evaluating the trace files of the instrument, the fse was sent out again to once more check the instrument. The fse checked the instrument according to the recommendations and performed the following works: he confirmed a misalignment of left sampling needle, replaced the needle and localized it. The needle was centered and now aspirates properly. He reseated tubing on fluidic block after a leak was discovered. He cleaned fan filters and greased all guide rails as well. A qc was run on both sides. And passed. All post service verification procedures were performed as required with no issues. The most probably root cause for the complaint was an inter-well contamination caused by a malfunctioning ih-1000 sn (B)(6). All maintenance and repair activities regarding this device have been implemented. The instrument was then operating within manufactures specifications and returned to full operation. The issue could be solved by a repair. Nevertheless, we also referred to the following actions especially in case of an interwell-contamination: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. And we highly recommended noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepant results in the blood grouping, affecting three patient samples. She reported false positive reactions in the anti-b well of ih-card abo/d(dvi-)+rev. A1, b when used on the ih-1000 instrument. She reported that she was running patient samples and observed 3 patients with blood typing discrepancies. All samples were in the same rack but the customer was unsure which side of the instrument they were tested on. The customer ran the 3 samples on their other ih-1000 instrument. Sn (B)(6), and no discrepancies were observed. All 3 samples had historical blood typing results. The customer returned a sample of the allegedly defective product for investigational tesing and also patient samples. Testing of the sample returned by the customer, the patient samples as well as of our retention sample in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected ih-1000 instrument was inspected by one of our field service engineers who did not find any mechanical problems. The trace files of the instrument are currently under investigation.